Event description:
According to the reporter: the patient underwent a laparoscopic low anterior resection (lar) procedure. The circular stapler was being used for the anastomosis. There were no issues with the stapler during the case. The anvil could be tilted after firing. There was post operative bleeding at the staple site. The issue was noticed seven days after the original procedure. The blood loss was less than 500cc. In order to resolve the issue, the patient received post operative care and draining blood. There was no patient injury. The current status of the patient is fine.